Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material will be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 23,9 mmol/l with the accu-chek mobile meter and 9,7 mmol/l with the accu-chek aviva expert meter.